Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 226 mg/dl and an insulin injection was delivered to address the bg level. The customer changed the supplies on the pump prior to calling tandem customer technical support (cts). The pump t:connect data was reviewed and the infusion set site appeared to be a possible cause of the occlusion. A system check was performed using the current supplies and the pump was operating as expected.

Event description:
The customer received multiple occlusion alarms in the morning.